Manufacturer narrative:
The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 60 cm distal to the strain relief. The device appeared to have been kinked at the point of separation. Visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No visual defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The manufacturing records have been reviewed, and no issues or discrepancies were found. The root cause for this event is unknown.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft breakage occurred. The shaft of the taxus liberte' 2.75x16mm drug eluting stent broke during advancement. There were no patient complications reported.